Manufacturer narrative:
Heavy loading before the wings had enough ingrowth of bone and too short time with plaster.

Event description:
Resurgery because the head of the screw through the os trapezium spacer wing has slipped through the spacer. The joint is luxated and the pt has pain. (B)(4).